Event description:
Report received from USA stating "not as aggressive as they should be." It is unknown if the device was used in surgery. It is unknown if patient/user injury or medical intervention occurred. Date of event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information is received, a supplement report will be sent. (B)(4).